Event description:
It was reported that balloon rupture occurred and the patient was sent for surgery. The 15mmx5mm, concentric, de novo, 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated for a few seconds when it ruptured at 6 atmospheres. The damage was confirmed after withdrawal. The patient underwent surgery to resolve the event. There were no complications reported and the patient was stable. The physician assessment of the relationship of the event to the device was noted as unrelated.

Manufacturer narrative:
Corrections: b1: adverse event/product problem: adverse event and product problem initially reported corrected to product problem.; b2: outcomes attrib to adv event: required intervention to prevent permanent impairment/damage removed.; h1: type of reportable event: serious injury initially reported corrected to malfunction.; h6: impact codes: additional surgery(f1901) initially reported, corrected to no health consequences or impact(f26).

Event description:
It was reported, that balloon rupture occurred. And the patient was sent for surgery. The 15mmx5mm, concentric, de novo, 80% stenosed target lesion was located in the mildly tortuous, and moderately calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated for a few seconds when it ruptured at 6 atmospheres. The damage was confirmed, after withdrawal. The patient underwent surgery to resolve the event. There were no complications reported. And the patient was stable. The physician assessment of the relationship of the event to the device was noted, as unrelated. It was further reported, that after the physician noted, the balloon ruptured. And changed the device to another of same device to complete the procedure. There was no further extra surgery taken.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was returned with its balloon in a deflated state. Solidified media was visible inside the balloon material. The device was placed in the water bath in order to allow the media to soften. The device was then removed from the water bath and was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at 3mm distal to the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues on the shaft polymer extrusion. The marker bands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred and the patient was sent for surgery. The 15mmx5mm, concentric, de novo, 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated for a few seconds when it ruptured at 6 atmospheres. The damage was confirmed after withdrawal. The patient underwent surgery to resolve the event. There were no complications reported and the patient was stable. The physician assessment of the relationship of the event to the device was noted as unrelated. It was further reported that after the physician noted the balloon ruptured and changed the device to another of same device to complete the procedure. There was no further extra surgery taken.